Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update (B)(4). Reason for original complaint: the patient was revised because of loosening of the cup. **update: 10/23/13 - litigation papers received. Litigation alleges pain and discomfort. The liner and head are now being reported to address these allegations. Update 11/19/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported weakness, limping, flu-like symptoms, loss of balance, could not fully bear weight, and stairs were difficult. The revision surgical report that is the doi of (B)(6) 2004 reported a cracked calcar and anterior cortex, after reaming, trialing and placing cone, that were repaired with 2 wires. The components were implanted after three days of antibiotic cement/prostalac stem, cup and femoral head placement on (B)(6) 2004. There was no revision surgical report for (B)(6) 2008 within the medical records reviewed at this time. There is no report of loosening of cup. The complaint was updated on: dec 8, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.